Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. The device was cold to touch and the patient was instructed to keep the device warm. Later that day, the patient went for disconnection and the device had infused more; however, there was still an underinfusion. The device contained piperacillin/tazobactum 13500mg in 230ml sodium chloride (nacl) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2025-00203. All information can be found under manufacturer report number 1416980-2025-00203. Should additional relevant information become available, a supplemental report will be submitted.